Event description:
Through journal article, "financial toxicity in breast implant¿associated anaplastic large cell lymphoma," a healthcare professional reported one patient 'diagnosed with "bia-alcl" on an unknown side with "partial resection and tumor debulking led to a 'hyper progression'-like effect of disease to stage iib, which necessitated systemic treatment before and after surgery." Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
Article citation tesfaye, eliora a., et al. ¿financial toxicity in breast implant¿associated anaplastic large cell lymphoma.¿ annals of plastic surgery, https://doi.org/10.1097/sap.0000000000003720. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.